Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hosp. The customer was hospitalized on (B)(6) 2015. The cause of death was congestive heart failure. The caller stated that the customer had been ill for many years. The insulin pump info and many details regarding the customer's passing could not be verified because the customer had only eight minutes to stay on the phone. The insulin pump info used on this medwatch report is the last known pump to have been issued to the customer. The caller agreed to return the insulin pump for analysis.